Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported only one pipeline was being used when movement occured. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. Since it was during deployment, the tip of the catheter was moving.

Event description:
Medtronic received a report that the pipeline moved during deployment as the blood vessel was larger than expected. The patient was undergoing surgery for treatment of a fusiform and spindle shaped, unruptured aneurysm in the right vertebral artery with a max diameter of 8 mm and a 5 mm neck diameter. Landing zone: distal: 2.8 mm and proximal: 3.2 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The postoperative findings related to blood flow contrast showed no issues. It was reported that preparations were made in advance as per the package insert, and there were no problems guiding the lesion sites. It was larger than the size measured in the previous angio image, and the distal slipped off during expansion. It was again attempted to induce it to distal and expand, but the blood vessel diameter was larger than expected, so the placement length was insufficient, so it was removed externally. After changing the size, it was expanded to the lesion site and the placement was completed without any problems. It was reported no device malfunction occurred. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.